Event description:
It was reported that the patient presented remotely. Transmissions revealed the patient's right atrial (ra) lead was intermittently unable to capture. No intervention was performed and no patient consequences was reported.

Manufacturer narrative:
The reported events were intermittent capture, failure to capture, lead slack issue, and far r over sensing. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. After cleaning, helix was able to be extended and retracted with the measured full helix extension length within product specification. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.

Event description:
New information received notes that the patient was presented at the hospital for a scheduled procedure, the right atrial (ra) lead was found to exhibit a capture threshold anomaly, far r over-sensing and loss of capture. Fluoroscopy imaging performed showed that the lead had lost slack. The ra lead was explanted and the patient was in stable condition.